Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly the customer was not using room temperature insulin when filling the cartridge. Customer changed pump supplies to address the issue. There was no adverse impact to customer¿s blood glucose level.